Event description:
It is reported the stem was difficult to seat. The stem was removed and a new stem was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.